Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 3. The hp stated a supply bag fell and disconnected. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup. The tsr advised the hp to continue therapy with a manual bag and to inform the nurse of the incident. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
The device was received and measured for diopter. The results were consistent with the labeled diopter of 22.0. All other optical measurements met manufacturing specifications. These results reasonably suggest this issue is not manufacturing related. We will continue to monitor and trend all reports.

Manufacturer narrative:
(B)(4). The intraocular lens(iol) is expected but has not yet been received by the manufacturer for analysis. Prior to release the iol met all manufacturing specifications.

Event description:
Physician reported the patient's intraocular lens(iol) was removed and replaced without complication 3 months after the initial implant. The cause of the iol explant was asymmetric ametropia, possible retractive error. Another lens was implanted successfully.